Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Last/given name unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #11 was removed due to peri-implantitis. Symptoms as a result of the event: abscess and pain.

Event description:
This report is a duplicate. See h10 narrative.

Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report 0002023141-2022-02220. Based on additional information, this event is a duplicate of MFR report number (B)(4). See MFR report number (B)(4) and (B)(4) for all details regarding this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.